Event description:
The patient was implanted with a left ventricular assist device. It was reported that low speed alarms occurred when the patient was changing power sources. The patient reportedly felt lightheaded at the time. During the investigation of the returned 14v power module patient cable on (B)(6) 2015, conductor breakdown was confirmed, which resulted in the reported speed change.

Manufacturer narrative:
Additional information - no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 10 months. (Calculated from the date of manufacture.) Device evaluation: the reported low speed alarm when exchanging power sources was confirmed. The returned 14v power module patient cable was tested together with laboratory equipment and a pump speed change along with a red battery alarm was reproduced when the white power lead was disconnected. The finding is consistent with the data contained in the log file of returned system controller. Resistance measurement of the 14v power module patient cable confirmed high resistance values that indicates conductor breakdown within the underlying wires in both power leads. The increased resistance across the length of the cable resulted in a critical low voltage condition that affected pump function. The conductor breakdown damage appears to be related to wear and tear due to repetitive flexing of the cable during use. No further information was provided. The manufacturer is closing the file on this event.